Event description:
The customer called and reported experiencing high blood glucose over 600 mg/dl with the symptom of vomiting. Customer had treated with a bolus, but stated she had a back-up plan. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles or leaks were found along the tubing length. Customer declined to check for possible site or insulin issues. There had been no recent changes to insulin pump programming, which appeared to be accurate. The high pressure test was performed and failed, as customer did not receive no delivery alarm. At the end of call, customer checked blood glucose again, which was at 537 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.